Event description:
A report was received that the patient was having charging difficulties. The bsn field clinical engineer, determined that the ipg was too deep and tilted. The physician has recommended a revision procedure.

Event description:
A report was received that the patient was having charging difficulties. The bsn field clinical engineer, determined that the ipg was too deep and tilted. The physician has recommended a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revison. The patient is reportedly doing well following the procedure.